Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right atrial (ra) lead was not connected properly at the time of plant  and/or the lead may have pulled out post implant. They also noted feeling sparks, positionally. A revision was performed and the ra lead was reconnected. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.